Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a failure of the internal battery was observed. The ventilator's internal battery was replaced to address this issue.